Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a bent cannula. The customer's blood glucose was 215 mg/dl. The customer also reported experiencing high blood glucose from a bent cannula. The customer's blood glucose rose to 480 mg/dl. The customer also reported a no delivery alarm occurring. Customer stated the alarms have been persistent along with bent cannulas. The insulin pump will not be returned for analysis.